Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ blunt fill needle there was an issue with foreign matter. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd¿ blunt fill needle there was an issue with foreign matter. There was no report of injury or further medical intervention.

Manufacturer narrative:
Due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Investigation summary: bd received a needle from lot: 7324897 for evaluation. Our quality engineer visually inspected the returned sample and observed that the needle was attached to the syringe. Next, the engineer attempted to use the needle to pull water from a sealed tube. No visible leakage was observed. Based off of the water leak test the engineer was unable to verify the reported failure mode of leakage. Since no defect was identified a possible root cause could not be determined. No corrective actions were deemed necessary as this was the first reported case of leakage associated with this lot. A review of the device history record was performed and no quality issues were found during production. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.